Event description:
The customer reported that the system displayed an x-ray disabled error message during a case and a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.